Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.3, lab: 2.07. Therapeutic range: 2.0-3.0. Customer reporting issue did not perform the test and so did not have any technique information, nor did she know which of their meters was used to test the patient.

Manufacturer narrative:
Patient's hematocrit was 26.8%. Per product user guide - limitations. Hematocrit ranges between 30-55% will not affect test results." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter: 1.3, reference: 2.07, mean: 1.69, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Patient's condition as a cause of the unexpected results cannot be ruled out. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.